Event description:
It was reported that at the end of treatment with a theranova 400, an dialysate leak at the arterial header was observed. A crack was also observed on the header. The extracorporeal blood was not returned to the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Initial reporter phone no: (B)(6). Initial reporter e-mail: (B)(6). The actual device was provided for evaluation. The visual inspection by naked eye showed the product contaminated with blood. After the disinfection, a leak test of the dialysate side was performed and a leak was found. The cause was a crack in the welding seam. The cause of the crack could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted